Event description:
On 3/12/96 pt had glucose meter reading of 195. Pt exhibiting symptoms of hypoglycemia. Sent to emergency dept. 10 min later, pt's glucose was 63 on a different meter. This correlated with lab results. Dr treating pt suggested there may be a problem with the meter that gave the high reading.